Event description:
It was reported that the physician had been caring for the patient since (B)(6) 2012. The patient has never had a procedure done with the pump since they started caring for the patient. The patient was scheduled for a pump-o-gram. The pump was delivering dilaudid and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had undergone an intrathecal pump pocket revision (specific details were not reported). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).